Event description:
It was reported that the pt is experiencing pain in the front of the thigh on the left side. The pain began around (B)(6) 2012. Additional event description: it was reported that mechanically assisted crevice corrosion and secondary adverse local soft tissue reaction and pseudo tumor formation after rejuvenate femoral component due to modular neck-stem mechanism of failure.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.